Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint, identified a defective e-100 generator and replaced it to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the e-100 generator for failure analysis. The e-100 generator was analyzed and tested. The e-100 generator failed when it was installed on an in-house system. The power led turned red, and the bipolar led did not turn on. The cut/seal did not function. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the integrated electrosurgical unit (iesu) e-100 generator was flashing red. The customer received phone assistance from the technical support engineer (tse). Prior to the call, the customer performed power cycle and hard power cycled the e-100 generator, but the issue was not resolved. The tse reviewed the system logs and confirmed no related error. The customer replaced the e-100 generator with an erbe generator to resolve the issue. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not delayed. The customer was able to continue the procedure by plugging the vessel sealer extend instrument into the bipolar port of the erbe generator.